Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected alarm during normal use. Blood glucose level at the time of the incident was 360 mg/dl. The customer also stated the drive support cap was protruded. The product will be replaced. The product will be returned for analysis.